Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by engineering confirmed the s-ICD appears to be depleting normally and that the battery voltage was dropping at a predicted rate. At the patient's previous interrogation the longevity was still estimated by used power consumption, while at the most recent interrogation, it used a longevity measurement based on voltage. The given drop in battery longevity was a result of the difference in estimated and measured battery longevity. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert on (B)(6) 2019 and reached end of life (eol) battery status on (B)(6) 2019. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified cell #3 was slightly rounded. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery manufactured by boston scientific. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. Review of device data by engineering confirmed the s-ICD appears to be depleting normally and that the battery voltage was dropping at a predicted rate. At the patient's previous interrogation the longevity was still estimated by used power consumption, while at the most recent interrogation, it used a longevity measurement based on voltage. The given drop in battery longevity was a result of the difference in estimated and measured battery longevity. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.